Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that the cannula failed. Date of issue is an approximation. The patient stated that ¿the cannula failed¿ and it caused him to go into diabetic ketoacidosis (dka) because it was not delivering insulin. The patient uses a tandem insulin pump. During troubleshooting with dexcom, it was clarified to the patient that the pump, rather than the cgm, delivers insulin; however, the patient insisted the issue was caused by the dexcom product rather than the tandem product. The patient stated that he was treated with an IV drip, but it was not reported whether this was provided by emergency medical services (ems) or at a hospital or other healthcare facility. The patient declined to provide any further information. No data or product was provided for investigation. Confirmation of the allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.